Manufacturer narrative:
Battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed occurrences of premature power switching events prior to batteries reaching the 25% rsoc threshold. Battery (B)(4) caused a premature switch. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The premature switching events were most likely caused by a communication error between the controller and batteries. Heartware has opened an internal investigation to investigate the root cause of the communication error between controllers and batteries. Note: this controller had not been upgraded to smr at the time of the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of six reports ( 3007042319-2015-02746, 3007042319-2015-02747, 3007042319-2015-02748, 3007042319-2016-01373, 3007042319-2016-01374 and 3007042319-2016-01375 ) submitted for devices related to the same event.

Manufacturer narrative:
Additional info received to include three additional batteries and correct battery serial number from (B)(4). The returned battery passed external visual inspection and functional testing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of six reports (3007042319-2015-02746, 3007042319-2015-02747, 3007042319-2015-02748, 3007042319-2016-01373, 3007042319-2016-01374 and 3007042319-2016-01375) submitted for devices related to the same event.

Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. **this is one of three reports (3007042319-2015-02746, 02747 and 02748) submitted for devices related to the same event.

Event description:
It was reported from the site by the perfusionist that there is a switching of the power sources. Patient marked affected batteries, and there were no effects on the patient. No additional information. Investigation is ongoing.